Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-08691. It was reported that stent damage occurred. A 3.00x24mm promus premier¿ drug-eluting stent was advanced for treatment. However, during the procedure, the distal tip of the balloon ruptured and the stent was not implanted. Subsequently, a 2.25x12mm promus premier¿ drug-eluting stent was selected to treat a different vessel. However, during unpacking, it was noted that the stent appeared to be damaged and was not crimped well on the balloon. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.